Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had an ins replacement and a rechargeable battery was implanted. Caller was asked if the battery died due to normal battery depletion and noted that the first surgery was 8 years ago, and the first battery lasted 5 years. Caller stated that the patient's essential tremor had progressed so they had to up the charge for the battery. The caller stated that the second battery only lasted three years but did not know when the issue would have occurred. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Date of event is an approximate. Patient stated it was first noticed in spring 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the ins only lasting 3 years was due to their tremors being worse and needed to be set higher. They shut the battery off at night to save on the battery.